Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the manufacturer, reporting that the pt was at home and started having shortness of breath. The pump started alarming. The pt was taken to the hospital by ems. At that time, the pt was being hand pumped. When the pt had arrived to the hospital, the staff had found that the hand pump was not working. The hospital staff tried resetting several times without success. It was decided at that time to hook the pt up to an ip console. The hospital had sent in vent filters and waveforms to the manufacturer for analysis. The analysis had shown bearing wear. The pt expired later that day.